Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported conditions were duplicated and confirmed. The assignable root cause was determined to be due to misuse or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during a spinal surgery, it was discovered that the attachment device was ¿bent and frozen". The reporter also stated that the motor device was "getting hot and froze¿. There was a ten minute delay in surgery. The reporter stated that spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.